Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call experiencing sensor reading discrepancies. Customer stated that the sensor was inserted the night before and woke up with a low suspend alarm. Sensor was reading 2.7 mmol/l and blood glucose value was 10 mmol/l. Customer was advised to turn the sensor feature off and back on and reconnect old sensor. Current blood glucose was 5.6 mmol/l and sensor glucose was 13.55 mmol/l. The customer was advised about the proper insertion and calibration process and would call back if issue recurs.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.